Event description:
This report summarizes one malfunction event. A review of the event indicated that a model 0600540 hickman s/l catheter experienced a fluid leak. For this event, the device was used on the patient with no reported injury. The patient¿s age, sex, and weight were not provided. The 0600540 hickman s/l catheter was not returned for evaluation, limiting investigation. The complaint is still pending investigation.